Manufacturer narrative:
(B)(4) follow up. It was reported the pre-filled packaging did not have a batch number sticker. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a packaging shelf box with no label, and for comparison, one photo shows a packaging shelf box with the label. No other defects or imperfections were observed. This defect could occur if there was a jam at the label dispenser. A device history record review was completed for provided material number 306595, lot 2264716. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the shelf box labeling was verified. The settings were correct, and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
Additional information received. Lot number 4018075, item number 306596. The packaging box sticker has fallen off. When the warehouse was out of the warehouse, it was found that the pre-filled packaging did not have a batch number sticker, and the details can be seen in the attachment, and the sticker was attached for comparison, thank you.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Audit at the time of issuance of depot consumables revealed when the warehouse was out of the warehouse, it was found that the pre-filled packaging did not have a batch number sticker, and the details can be seen in the attachment, and the sticker was attached for comparison, thank you

Manufacturer narrative:
(B)(4) follow up. It was reported the pre-filled packaging did not have a batch number sticker. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a packaging shelf box with no label, and for comparison, one photo shows a packaging shelf box with the label. No other defects or imperfections were observed. This defect could occur if there was a jam at the label dispenser. A device history record review was completed for provided material number 306595, lot 4018075. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the shelf box labeling was verified. The settings were correct, and the flow of product was good. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.